Event description:
It was reported that the atrial lead was not capturing shortly after implant and a possible lead dislodgement was suspected. The lead was revised and remains in use. The patient also reports recently "feeling bad all day" and noted a low pulse rate. Follow up on the patient's issue could not be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).